Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(1)misfire/jamming - staples not firing. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The reported complaint was able to be confirmed by the photo. The customer photo revealed a wide stapler with gap in the alignment of the staples. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the staple fully formed and released correctly. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the customer photo received. The customer photo depicted a stapler with a significant gap in the staples. Several actions were taken to address this issue as part of a non-conformance, which was closed on 11dec2024. The returned sample was manufactured prior to these actions on 19sep2023. The customer returned one unit of 528235 visistat 35w 6/box for investigation. When the stapler was returned there was no longer a gap, and the device functioned correctly. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. The probable root cause of the initial misalignment in the customer photo could not be determined because the returned sample was observed to have no visible or functional defects. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "(1)misfire/jamming - staples not firing. No patient harm or injury reported. The patient's current condition is reported as "fine".

Event description:
It was reported that "(1)misfire/jamming - staples not firing. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.